Event description:
It has been reported to co that following the placement of the pacing electrode, the pt reportedly developed infectious complications. Further pt and event info was requested but not rec'd. The device is being returned for co's analysis.